Event description:
In 2001, the user facility's or materials manager informed the manufacturer's representative of the following: rn stated white sheath portion of introducer was pulling off of scoreline and crinkling up.